Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer from (B)(6) of acute peritonitis recidive in a patient coincident with dianeal unknown therapy intraperitoneally for nephroangiosclerosis. In (B)(6) 2011, the patient experienced acute peritonitis recidive, described as the acute peritonitis happened again with the same bacteria within a specific time interval in (B)(6) 2011. Treatment and outcome were not reported. Dianeal remained ongoing and unchanged. The consumer did not provide an opinion of causality for the event of acute peritonitis recidive.